Manufacturer narrative:
(B)(4).

Event description:
The patient reported, via manufacturer representative (rep) pain at the implantable neurostimulator (ins) site with pinching and burning even when the ins was off. There was pain at the ins incision site. It was suspected that the ins slid down from the implant site and was more superficial than previously. The patient had not been able to recharge since they left ohio despite attempts and were not able to gain adequate relief from the implanted system. The rep in (B)(4) had turned off the ins completely. They were advised that the ins could be programmed upon locating a provider where they relocate. The patient stated they did not want to attempt to recover the ins to determine if an effective coverage pattern for the patient¿s pain could be found. They noted they would rather have the ins explanted due to the pain it causes at their implant site. Patient compliance to recharging and the ins being ¿disabled¿ were noted as environmental/ external/ patient factors that may have led to the issue. No trouble shooting was performed as the patient declined to meet for battery recovery. However, the ins was suspected to be overdischarged. The patient was requesting explant. The issue was not resolved. Surgical intervention had not occurred; it was unknown if it was planned. Additionally, the rep later reported that the patient indicated difficulty with recharging since shortly after implant. Their ins was programmed for adequate coverage at one point, but the amplitude for that coverage was so high that it impacted their walking. They only used it when sedentary. The cause was not determined. The pain at their ins site exceeded the perceived benefit they enjoyed from the ins when it functioned best and preferred it be removed. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.